Event description:
It was reported that the cannula was not visible when the pod was removed, indicating a needle mechanism failure. It was further reported that the patient could not deactivate the pod through the controller. The patient's blood glucose levels rose to 21 mmol/l (378 mg/dl) while wearing the pod between 49 and 71 hours. The pod was removed from the patient's leg, and a new pod was applied.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported needle mechanism failure. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.